Manufacturer narrative:
Sections with additional information as of 25-mar-2024: h3: was the device evaluated by the manufacturer. If the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: syringe was returned; customer returned 1 syringe, unable to ship to the manufacturer due to needle exposed. Returned product was scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer reporting needle stick. Syringes were returned for evaluation. Evaluation is in process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the readings from the replacement products.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. The package was not open or damaged when received by the customer. Customer stated that she put her hand to pull out the syringes and she got stuck because there were no caps on some of the syringes. Customer did verify that not all of them are missing the covers. Customer did not have to seek any medical assistance.